Manufacturer narrative:
(B)(4). On (B)(6) 2016 customer alleged battery lasts less than expected (charging battery anomaly). Pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test, self test and passed off no power test. No low battery alarm during testing. Pump history download using thds was successful. However, there is no data available on ((B)(6) 2016), unable to perform data analysis for low battery complaint. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. No moisture damage found on the electronics, motor, and vibrator assembly noted. No charge/battery anomalies noted. No unexpected low battery alarm anomalies noted a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that they experienced low blood glucose level. The customer¿s blood glucose level was 8.5 mg/dl at the time of the incident. Battery was low from last 3 to 4 days. The customer will discontinue to use the device.